Event description:
The customer reported discrepant troponin I (access accutni) results, for two patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. One patient¿s sample produced an initial result of 0.1 ng/ml. The sample was reanalyzed on the original analyzer and an alternate access 2 system and produced results of 0.00 ng/ml on both systems. The initial results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer indicated subsequent system check failed with a high substrate percent coefficient of variation (%cv). The last successful system check was performed on (B)(4) 2013. Quality control (qc), performed prior to the event, passed within specifications. The patients¿ samples were collected in either heparinized plasma separator or serum separator (sst) tubes and processed on a stat spin centrifuge for ten minutes. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a defective blue dot mixer pulley and replaced the pulley to resolve the issue. The fse performed preventive maintenance (pm); results met published performance specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event was a faulty blue dot mixer pulley.